Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported physical damage was confirmed. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a physical damage. The procedure was completed with no patient harm reported.

Manufacturer narrative:
This is a correction to the initial MDR that was previously submitted. The date for fields b4 and g3 in the initial MDR should have been 7/14/2025 instead of 8/20/2025.